Event description:
A customer contacted baxter great britain regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display while the patient was connected. The home patient (hp) had already cleared the alarm prior to calling, and just wanted to make sure it was okay to use the machine. The technical service representative (tsr) explained the alarm to the hp, informed them that the hc was working properly. Proper procedures per the user manual were reviewed with the hp. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined.